Event description:
On 02/nov/2023 it was reported that this patient passed away while on the liberty select cycler. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was found deceased on the morning of (B)(6) 2023 by her daughter. The patient was slumped over in her chair still connected to the liberty select cycler. The cause of death had not been confirmed pending documentation from the funeral home. The pdrn stated that there were no known issues with the liberty select cycler, or other fresenius products prior to the patient death. The pdrn could not confirm if the patient¿s treatment records had been reviewed. No further information was available.

Manufacturer narrative:
Additional information provided in d9 and h3. Plant investigation: no parts were returned to the manufacturer for physical evaluation. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. A risk assessment was not performed as there is no allegation or objective evidence indicating a fresenius products or devices deficiency or malfunction occurred. Based on the information available in the complaint file, a causal relationship between the product and the incident cannot be determined.

Manufacturer narrative:
Additional information provided in d9 and h3. Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed infestation within the cassette compartment. An as received with reduced dwell simulated treatment was performed and completed without any failures or problems. The cycler weighed fill volume values were within tolerance for a liberty cycler. The cycler underwent and passed a system air leak test, valve actuation test, patient sensor calibration check, the voltage verification check, and the teach pump test. An internal visual inspection of the returned cycler revealed infestation under the pump assembly on the bottom cover. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
On 02/nov/2023, it was reported that this patient passed away while on the liberty select cycler. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was found deceased on the morning on (B)(6) 2023 by her daughter. The patient was slumped over in her chair still connected to the liberty select cycler. The cause of death had not been confirmed pending documentation from the funeral home. The pdrn stated that there were no known issues with the liberty select cycler, or other fresenius products prior to the patient death. The pdrn could not confirm if the patient¿s treatment records had been reviewed. No further information was available.

Event description:
On 02/nov/2023 it was reported that this patient passed away while on the liberty select cycler. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was found deceased on the morning of (B)(6) 2023 by her daughter. The patient was slumped over in her chair still connected to the liberty select cycler. The cause of death had not been confirmed pending documentation from the funeral home. The pdrn stated that there were no known issues with the liberty select cycler, or other fresenius products prior to the patient death. The pdrn could not confirm if the patient¿s treatment records had been reviewed. No further information was available.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: there is a temporal relationship between pd therapy utilizing the liberty select cycler and the patient event of death. However, there is no documentation in the complaint file to show a causal relationship between the death and use of the cycler. Additionally, there is no allegation of a device malfunction or deficiency reported for this event. Although a cause of death was not determined, end stage kidney disease patients have a high mortality rate with cardiovascular disease reported as the leading cause of death among dialysis patients. Nearly a quarter of deaths are listed as being from an unknown cause. Based on the available information and no allegation or evidence of a malfunction or deficiency, the liberty select cycler can be excluded as the cause of the patient¿s death.